Event description:
Remedication physician evaluation: left ica. Catheter kinked proximal to transition at acute angle of origin of lcca from [unreadable]. Kink was straightened and case could be completed without removing catheter.

Manufacturer narrative:
Conclusion: as per FDA feedback of 08/28/2009, this defect could contribute to injury or death.